Manufacturer narrative:
E1: initial reporter facility address 1- (B)(6). E1: initial reporter phone number - (B)(6). Investigation results: the device was returned for analysis. Evaluation of the returned sample identified the main coil. Visual examination revealed that the main coil was bent and deformed within the primary coil section. In addition, the arm coil was found detached from the main coil. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was determined to be unintended use error caused or contributed to event instructions. In addition, the observed main coil detachment, deformation, and bending identified during product analysis were classified as adverse event related to procedure. The reported main coil stretched condition was not confirmed during analysis and was classified as no problem detected. A review of the device history record did not identify any manufacturing or quality-related issues that could have contributed to the reported event.

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that the coil was stretched. The target lesion was located in the left internal iliac artery. An interlock35 12 x 40 coil was selected for embolization. When the coil was advanced through the catheter, it could not be pushed out. Upon withdrawal, the coil was noted to be stretched. Multiple attempts were made to advance and deploy the coil, but the device could neither be deployed nor withdrawn from the catheter. The catheter and coil were subsequently removed together from the patient. The left brachial artery was then punctured, and a cordis 5f125 angiography catheter was used to access the embolization site. A new interlock35 12 x 40 coil was successfully deployed, and the procedure was completed. No patient complications were reported, and the patients condition was stable following the procedure as a result of this event. However, returned device analysis revealed main coil detached.